Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed and replaced due to a total loss of fluid. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. Both cylinders exhibited wear at fold in the middle and distal end of their bodies; I addition, it was noted that their kink resistant tubing (krt) was worn to the filament. No leaks were identified in any of the cylinders. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic evaluation, and no leaks were identified; however, the component did not pass activation test during functional examination. The reservoir was microscopically inspected and tested for leaks. Microscopic evaluation revealed that the component had wear at fold in its shell, but no leaks were identified. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was removed and replaced due to a total loss of fluid. There were no patient complications reported.